Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On july 19, 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient obtained an error 4 message on his onetouch verio2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the error 4 message appeared on (B)(6) 2016. The patient manages his diabetes with insulin which he self-adjusts. The reporter denied that the patient had made any changes to his usual diabetes management routine following the start of the alleged issue. The reporter claimed that at an unspecified time, the patient became "weak [and] not able to move". The reporter indicated that at an unknown time on (B)(6) 2016, the patient self-treated his symptoms with food/drink. The reporter denied that the patient had used any other device to test his blood glucose levels. At the time of troubleshooting, the cca noted the patient had been using the meter for the first time. The cca confirmed that the patient's test strips had been stored correctly and the test strip completely drew in the sample of blood. The reporter described the correct testing steps; however, he did not have testing supplies available to perform a retest. The issue remained unresolved. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the issue remained unresolved at the time of troubleshooting.